Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch.

Event description:
Medical records noted a pseudo tumor in the upper front area of the thigh where the prosthesis was implanted. The location of the pseudo tumor suggests that such mass compresses/irritates the femoral nerve which would explain the paresthesia noticed by the patient. Periprosthetic tissue showed an inflammatory reaction with lymphocytic infiltration, vasculitis and necrosis, lacking all the typical armd features. Following the revision surgery, the pseudo tumor continues to grow.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review medical records which confirmed the complaint. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). Foreign - (B)(6). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05040 & 0001825034-2017-05041. This event was previously reported under 3002806535-2017-00315 and 3002806535-2017-00316.

Event description:
It was reported a patient underwent a hip revision approximately nine years post-implantation due to pain, pseudotumor, adverse reaction to metal debris (armd), and metallosis. No further information has been provided.